Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an air bubbles anomaly. Customer's blood glucose levels were not included in the report. Customer stated that the approximate size of the air bubbles is about the size of a green pea. Customer is not really sure if the issues is with the infusion sets or the reservoir. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not being replaced.